Event description:
Patient reported skin irritation. Patient did seek medical attention and was prescribed hydrocortisone by the nurse. Patient prepped skin with dove body wash soap and water.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required. Packaging configuration not provided, so exact catolog number could not be determined.